Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) lead became exposed through the skin. The lead was implanted in the cheek/jaw area and was noted to be exposed through the patient's lip. As part of the intervention, the entire scs lead was explanted due to the exposure. Postoperatively, the patient was reported to be doing well. The explanted lead will not be returned for analysis, as device return was not permitted by the customer/account.